Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient wasn't using their system anymore due to not helping their pain, thus ineffective stimulation. Surgical intervention took place where the system was explanted, and a pain pump implanted to address the issue. During the surgery the physician was unable to fully remove 2 of the 4 leads which were the right l1 and right l5 lead due to being stuck. Therefore 2 partial leads were left in the body. Surgical intervention may take place at a future date to address the issue, investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [4] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8457764.